Event description:
During an orif distal radius fracture procedure, the drill bit was loaded using a variable angle guide, the drill bit broke into two pieces at the coupling where it connects to the shaft. There were no fragments in the patient.

Manufacturer narrative:
Product code provided htw. A device history record review was conducted, there were three dhrs reviewed for lot number u166498. All three dhrs indicated the correct material was used and the correct hardness values were obtained. All three lots were inspected and conformed to the synthes inspection. There were no mrrs, ncrs, or complaint-related issues, for each of these dhrs, which would contribute to this complaint condition. A manufacturing evaluation was conducted, due to an unknown cause, the drill bit broke near the quick coupling end and the flutes exhibit nicked and chipped cutting surfaces. Due to the unknown cause and the evaluation performed, no conclusion can be determined.

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.